Event description:
Additional information received indicated that programming changes were made. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing and far r wave oversensing. No intervention was performed. The patient's condition was unknown.